Event description:
It was reported that the right atrial (ra) lead insulation detached from the terminal pin. The patient was referred for lead extraction. This ra lead remains in service and will not be returned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).